Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the power adaptor of the remote monitor was broken. No troubleshooting indicated. The monitor was still in use. No patient complications have been reported as a result of this event.